Event description:
Patient reported that two stents were implanted in their groin, and more stents are to be implanted in both legs. The patient reported that while the stents were being inserted in the groin, pain sensation was felt in the big toe. The patient was placed in a monitoring station for 4 hours post-surgery. The patient reports the following day to be black, blue and purple from hip to hip, and their scrotum was black and blue, and very swollen, and penis was 1/2 inch at best. The patient attended a local clinic to see if there was a piece of wood or glass in their toe. It is reported the local doctor noted nothing in the foot, but noticed the big toe was blue and inquired if the patient had had surgery. The patient showed the doctor the black and blue marks. The doctor contacted the patient¿s surgeon and booked an appointment for the following day. The patient underwent tests via ultrasound and toe pressure, and was informed that the big toe needs to be amputated. The patient reported that before the surgery they were unable to take twenty-five steps and that the arteries in their legs need stents. The patient commented that the more they use their legs, the more blood is needed, and the problem is that their legs get little blood due to blocked arteries. The patient commented that the problem of both their legs remains the same. Additional information received notes that the patient does not have a problem with the stents, just the fact that when the surgeon installed the stent, a blood clot landed in the big toe vein, thus causing the big toe to be amputated. There is no evidence that the patient has undergone amputation of their toe to date.

Manufacturer narrative:
Device details were requested, in writing, however, information has not been provided. Evaluation results: (no device received for evaluation). No results available since no evaluation was performed (device or procedural notes not returned for evaluation). Evaluation conclusions: unable to confirm complaint (device or procedural notes not returned for evaluation). Device not returned. (B)(4).

Manufacturer narrative:
Suspect medical device: despite numerous attempts for follow up information from the patient, medtronic have been unable to obtain detail of the products/device names involved in this event. (B)(4).